Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon ps fem component, cemented, cat# 5515-f-602, lot# uuvsa. Triathlon prim cem fxd bplt #5, cat# 5520b500, lot# al29n. Triathlon symmetric x3 patella, cat# 5550-g-360, lot# 3wpn. Single use instruments - femoral kit (ps) - size 6, cat# 5555-2256, lot# 05111404. Single use instruments - tibial kit (ps) - size 5, cat# 5555-2365, lot# 06011501. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that a stage 1 revision was performed on the patient's right knee due to infection (infection reported by surgeon. Unknown if clinically confirmed, infecting microorganism unknown). All implants were removed and a spacer was placed. Rep reported that no further information will available.